Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had one episode of atrial tachycardia (at)/atrial fibrillation (af) and the atrial signals post ventricular pacing appear to be coinciding with the t wave. It was determined there was sensing of the far field t wave and the device identified the episode as at/af. The device remains in use and no patient complications have been reported as a result of this event.